Event description:
Caller reported damage to the pump's usb port and pins, impacting the ability to charge the device. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by sending a replacement pump with updated software. The customer was informed of the steps to take upon receiving the replacement and was instructed to return the faulty pump using a pre-paid label within 10 days.